Manufacturer narrative:
Not possible to followup on the injury report.

Event description:
Withdrawal, retinal detachment, recurrence of symptoms, delirium, depression, catatonia, self-injury, aggression in several different patients after ect treatments.